Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that during a pre-use inspection, the bronchofibervideoscope displayed a scope communication error message (b30). No patient involvement was reported in association with this event.